Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The 99% stenosed lesion was located in the calcified mid rca. The apex monorail 12mm x 1.50mm balloon was advanced to the lesion and inflated at 10atms and ruptured. The procedure was completed with another manufacturer's balloon. No patient injuries or complications were reported. The patient condition is reported as "good."

Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If ther is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)